Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by pain. The caregiver "suspected the minicaps may have been the cause", however, this was not confirmed, therefore the cause of will remain unknown. The caregiver later clarified they did not actually identify any physical abnormalities with any packaging or minicaps they used. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal antibiotics for two weeks and was recovered from the event. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5118232 for this event. There is a recall potentially associated with this issue: 1019003-02/01/2023-001-r. The reported lot was recalled. These devices are packaged in foil pouches, which may have been incorrectly sealed, i.e., the pouches may have open or weak seals. This could lead to exposure to air, resulting in insufficient iodine/dry sponge inside the minicap, which could lead to the potential for inadequate disinfectant. A review of the manufacturing record was performed for this lot number. During review, two nonconformances related to open/weak seals were identified. As a sample was not returned for analysis, further investigation into the cause could not be performed, and the cause of the peritonitis event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.